Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 57.5 cm. The test stylet was inserted and was obstructed at the connector pin. When removing the stylet, blood was noted on the tip of the stylet. The cause of the reported event of "stylet could not be inserted" was isolated to the blood clogging in the connector pin. The reported event of "broken connector pin" was not confirmed. Visual and x-ray anomalies did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a procedure. The patient had been implanted with a temporary pacemaker, so the lead had been placed in an adapter. When the lead was taken out of the adapter, a stylet was attempted to be placed in the lead, however it was unable to go through the terminal pin. It is suspected that the adapter could have damaged the terminal pin or conductor. There were no patient consequences.